Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient had a transfusion reaction during a car-t cell collection procedure on a spectra optia device. Per the customer the patient received a platelet transfusion prior to a car-t cell collection procedure because the patients platelet count was 3000. During the procedure, the doctor ordered another unit of platelets to be transfused. The platelets were being transfused on a separate infusion line. Per the customer this is when the patient had a transfusion reaction. The procedure was paused for more than 35 minutes to treat the transfusion reaction. The attending physician ordered 50mg benadryl be administered via infusion port. The customer is not alleging anything wrong with the specta optia device or disposable set. Per the customer the procedure was completed and the final yield was great, the customer was able to collect double the amount of cells that they needed for transplant. Per the customer the patient recovered from the reaction and is in stable condition. Patient identifier is unknown at this time. The customer declined to provide patient age. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: according to 'reactions induced by platelet transfusions', febrile non-hemolytic transfusion reactions (fnhtrs) are common in recipients of platelet concentrates. It is widely known that transfusion of blood components may cause febrile reactions due to leukocyte or platelet antibodies in patients who have received previous transfusions and transfusion reactions can still occur with leukocyte depletion, resulting from platelet-associated cd40l and scd40l induction of prostaglandin e2 synthesis and the synthesis of pro-inflammatory cytokines in a variety of cells in the recipient, including endothelial cells and fibroblasts. The incidence for nonhemolytic transfusion reactions is estimated to be as high as 30% of platelet transfusions. A disposable history search of the lot number found no other reports for this failure type. The device history record was reviewed for this lot. There were no issues noted that would have contributed to the incident experienced by the customer. Root cause: a definitive root cause for the transfusion reaction could not be determined. Possible causes include but are not limited to: - the presence of leukocyte or platelet antibodies from previous transfusions. - platelet-associated induction of prostaglandin e2 synthesis and the synthesis of pro-inflammatory cytokines. - leukocytes present in the product. Based on the clinical findings, the root cause for the access alarm was platelet aggregates had formed in the inlet line since the system had been paused for more than 35 minutes.

Event description:
The customer declined to provide patient identifier.